Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in a moderately tortuous, left anterior descending diagonal artery. The 3.5 x 15 mm xience alpine stent delivery system (sds) was advanced to the target lesion without issue. However, during angiography it was observed that the stent moved distally towards the catheter tip, but remained on the delivery system. The stent was not deployed and was removed together with the sds without issue. A new alpine stent was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device was returned for analysis. The reported unstable stent was unable to be confirmed. The proximal stent struts were noted to be flared and bent, which likely occurred due to interaction with the anatomy and/or other devices during advancement/withdrawal. Multiple bends on the hypotube and skive were noted which likely occurred due to handling or during packing for return analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. In this case, the reported unstable stent was unable to be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.